Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's cat had severed the non-tandem infusion set tubing. The blood glucose (bg) level was 288 mg/dl. The customer changed the infusion set and resumed insulin delivery. An insulin injection was administered to address the bg level. The customer did not provide the infusion set information.